Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd¿ syringe with bd luer-lok¿ tip was found with a moisture / gooey substance. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no related issues or defects were found in the DHR. No related quality notifications were issued for this batch number. No sample was received to analyze, however based on the description the foreign matter could be silicone. Investigation conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.